Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemaker¿s memory content was analyzed indicating no anomalies. The battery status was found to be as expected, with a remaining capacity of 80%. The device data indicated that a device reset occurred on may 10, 2025, as a result of the correction of invalid memory content. The data also presented an increase in ventricular impedance in both unipolar and bipolar configurations, in addition to increase in pacing threshold, suggesting a potential lead-related issue. The elevated thresholds exceeded the initial threshold test value of capture control. As a result of the high threshold, the signal analysis instance of capture control re-initialization was interrupted, hence leading to the reported observation. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. An increase in impedance and pacing threshold indicate a potential lead-related issue which is suspected to have led to the reported observation. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the patient syncopated and was admitted to the hospital. High threshold was observed. The pacemaker and the associated lead were explanted. Identity of the lead is unknown.